Event description:
Tm reported complaint via email on behalf of the customer. Patient incident has occurred, patient fall (no injury). Alarm was tested and confirmed to not sound. Separate unit was tested and worked properly. Tm will pick up alarm from the customer. Awaiting sn from tm. Please advise when qa eval is complete, request to send replacement.

Manufacturer narrative:
The unit was received with batteries inside the compartment and medical tape attached on the front side. The two batteries on the right-hand side had battery corrosion in between them. All sensor pins inside the sensor 2 receptacle were bent down. The unit had no power with batteries already installed due to corrosion between two of the batteries. When the batteries were replaced with a new supply, the unit had power. However, sensor 2 receptacle did not recognize when a sensor pad was plugged in due to the bent sensor pins inside. The unit passed all other functional testing when in use with a sensor 1 receptacle. After the bent sensor pins inside the sensor 2 receptacle were realigned to their original position, the sensor 2 feature functioned as intended. The possible root cause for this deficiency: the unit was put into use even though the unit did not have power to monitor the patient. All sensor pins inside the sensor 2 receptacle were bent down and not making a good connection to the sensor pad connector. This could be caused by inserting a foreign object into the receptacle or by pulling the sensor out from the unit without pushing on the release lever, but the unit was put into use with a patient even though sensor 2 receptacle failed to recognize the sensor pad when it was plugged in. User failed to follow the instructions for use. The instructions for use (IFU) was reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU has numerous warnings to reduce the risk of serious injury or death. These warnings include always check to ensure staff can hear alarm at the farthest possible distance before leaving patient unattended. The IFU contraindications indicate the sitter elite may not be suitable for all high fall-risk patients. The sitter elite should never be used as the only means of surveillance for agitated, combative or suicidal patients, and patients at extreme risk of a life-threatening fall. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. At this time, there is no evidence that a manufacturing non-conformance or malfunction contributed to the reported incident. Therefore, no corrective or preventive actions will be initiated at this time. Per tidi procedures, complaints for this product will continue to be trended and reviewed on a monthly basis. Tidi manufacturer reference file number (B)(4).